Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the led on the control panel does not light up because of the detached front panel caused by a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's front panel is detached and the led on the control panel does not light up.there was no patient involvement.